Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a historical adverse event during the use of a spray catheter connected to the tissmoat, when used to deliver fibrin sealant. The small diameter of the catheter allowed for insertion into a small, contained area allowing delivery of compressed gas which lead to the creation of a communication between the abdomen and the pleura. The catheter was the cause of this event and it was removed from the global market in 1990. Use of the tissomat with the currently approved spray set does not allow access to such a confined anatomical region thereby eliminating the risk of repeating this event. No further action is required.

Event description:
From literature:v. Lange, g. Meyer, h. Wenk, and f.w. Schildberg. Fistuloscopy - an adjuvant technique for sealing gastrointestinal fistulae (1990). Surgical endoscopy. 1990; 4: 212-216a patient with a subdiaprhagmatic abscess, an abdominopleural fistula developed when the sealant spray gun was activated. The treatment was interrupted and successfully repeated 1 week later without using gas pressure for injection.exact date is unknown. No additional information is available on the case and due to the age of the publication no follow-up will be made.